Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A form received stated that approximately 10 days after pacemaker device was implanted, it became severely infected. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).